Event description:
Information received indicates the right intermediate side rail will not latch.

Manufacturer narrative:
The technician found a missing retainer clip caused the d-pin to come out. The technician re-installed the d-clip and retaining clip to repair the bed.